Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009; inratio: 1.0; lab: 1.8. Tech support reported that pt was milking the finger and wiping the first drop of blood.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; inratio: 1.0; lab: 1.8; mean: 1.40; confidence limits: 1.1-1.9. Per event details, customer was milking the finger. Per technical bulletin 107, milking the finger causes contamination with interstitial fluid. Thus, it leads to pre-analytical errors in finger stick. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Meter and strips are not expected to be returned. Further testing is not required at this time. Trend analysis is not required - no strip lot info provided. No corrective action required at this time as product deficiency was not established.